Manufacturer narrative:
E1: initial reporter facility name: ¿¿¿¿¿¿¿¿¿ should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that minicap transfer set leaked; further described as ¿iodine slowly seeped out." This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the dark blue female connector was damaged. Functional leak testing was performed using an in-lab minicap connected to the female connector, and it was noted that was leak between the female connector and minicap. Functional testing including clear passage and clamp function testing were performed with no issue observed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.